Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and found the buffer supply line at the j-nozzle was crimped causing inadequate buffer supply. The crimped buffer line caused back pressure and potentially damaged the buffer syringe the buffer valves. The fse replaced the buffer syringe and buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrodes) patient results on their au5800. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment in association with this event.